Event description:
The patient had symptoms of drainage and pain at the driveline exit site. On (B)(6) 2024, the patient had a wound culture of 3+ staphylococcus aureus, multi-antibiotic-resistant organism. (B)(6) 2025, the patient had a wound culture of 2+ staphylococcus aureus, multi-antibiotic-resistant organism. On (B)(6) 2025, the patient had a wound culture of 3+ staphylococcus aureus, multi-antibiotic-resistant organism. On (B)(6) 2025, the patient had a tissue culture of 1+ staphylococcus aureus, multi-antibiotic-resistant organism.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient returned to the operating room for heartmate 3 pump exchange related to driveline infection that stretched down the driveline from the exit site. The onset date for the driveline infection was 08oct2024. The patient was admitted on (B)(6) 2025. There were no alarms, and the left ventricular assist device (lvad) was operating as intended. The patient was put on intravenous (IV) antibiotics. In the operating room, the surgeon decided to abort the pump exchange related to vascular access. The patient was stable in the cardiovascular ste down unit. Plans were discussed for potential hospital transfer for orthotopic heart transplantation (oht) evaluation.